Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to having a carbohydrate ratio setting needing adjusting. Reportedly, customer required assistance from their spouse by providing carbohydrates to address bg level. Customer updated the carbohydrate ratio setting to address the event.